Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to blood inside the cylinders. The device was explanted and replaced. There were no patient complications reported.